Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a drawer malfunction (likely related to internal obstruction/jam based on recovery action). A field service engineer stated that the drawer was remotely recovered/reset, and the issue was resolved without requiring onsite intervention. The system returned to normal operation after recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 failed and medication was improperly loaded or out of place. There were no delay, no adverse events or injuries reported based on this event.